Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient has a 6 fr d/l catheter, that was placed in (B)(6) 2017. Patient was in the hospital and sent home with the broviac catheter. Two days after the patient was discharged the patient returned to the hospital. The patients mother stated that she had difficulty flushing the red lumen and when drawing back air bubbles were seen. A visible area of leakage was noted on the red hub right where the tubing is attached. The device was clamped and the hematology team was contacted. The patient went to the or for removal of a line that had been placed approximately 2 months ago. The patient has had 3 central lines in the last 6 months; all the same size. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak near the red hub was confirmed, but the exact cause was unknown. One 6 fr d/l powerline catheter was returned for investigation. The returned powerline catheter reveals evidence of use. The printing was partially worn from the bifurcation and section of d/l tubing between the cuff and bifurcation. A suture was tied around the tubing between the cuff and bifurcation. The cuff was discolored. Residue was observed within and on the external surface of the extension legs. The catheter had been trimmed to length at the 19cm depth mark. The cross section at the distal end of the catheter revealed a glossy and striated surface, which is indicative of a sharp instrument cut that was made at the time of trimming the catheter. A functional test revealed a leak in the extension leg tubing just inside the distal end of the red hub. The leak site in the extension leg was microscopically examined and a tear in the circumferential direction was found. The adjoining surfaces the tubing was noted to be rough and granular, which is indicative of a tear in the material. It is possible that the tubing tore from manipulation, involving flexing and twisting, during repeated access of the luer adaptor. Due to the condition of the returned device, it appears that the catheter was damaged during use; however the exact mechanism of damage was unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient has a 6 fr d/l catheter, that was placed in (B)(6) 2017. Patient was in the hospital and sent home with the broviac catheter. Two days after the patient was discharged the patient returned to the hospital. The patients mother stated that she had difficulty flushing the red lumen and when drawing back air bubbles were seen. A visible area of leakage was noted on the red hub right where the tubing is attached. The device was clamped and the hematology team was contacted. The patient went to the or for removal of a line that had been placed approximately 2 months ago. The patient has had 3 central lines in the last 6 months; all the same size. No patient injury reported.